Manufacturer narrative:
As reported, the balloon of a 7mm x 4cm x 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter would not inflate upon initial use (balloon leaked). There was no reported patient injury. The device was stored as per labeling and opened in sterile filed. The product was not returned for analysis. A product history record (phr) review of lot 82185982 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ and ¿balloon inflation difficulty - unable to inflate¿ was not confirmed as the device was not returned for analysis, the exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. However, with the limited amount of information provided and without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. To reduce the potential for vessel damage, the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 7mm x 4cm x 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter would not inflate upon initial use (balloon leaked). There was no reported patient injury. The device was stored as per labeling and opened in sterile filed. The device will not be returned for evaluation